Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had two inss implanted and they both malfunctioned. The patient had an increase in pain, the pain was strong. The inss functioned sometimes and sometimes not. The programs changed without intention (programming that was not done). Premature depletion after around 1.5 years occurred with both inss. First the physician changed the patient programmer (pp) to make sure it was not the malfunction of the pp, and the patient stayed in hospital for several days to make sure it was not a misuse of the device. There were no external contributing factors to the event. Normal use of the inss was noted. Both inss were replaced. It was unknown if the event resolved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomalies. The device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.